Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had a kink/bend. The following information was provided by the initial reporter: tubing flexible and kinked at insertion site into main line. Secondary tubing looped and connected to itself to prevent kinking. Initially noted to have drips in chamber. When returning to check pt therapy status in 30 minutes, noted that there was a kink where the secondary was looped and fluid was pulled from the IV flush.